Manufacturer narrative:
The system was examined and the company representative was unable to replicate any issue related to the illuminator. The system was manufactured on december 15, 2014. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.(B)(4).

Event description:
A customer reported the lower light bulb burnt out and a broken port. Additional information has been requested.